Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient went to bed and when he awoke, he was on the floor and his cgm reading was low mg/dl. The patient reported that he did not receive any audio alerts from his dexcom device to notify him of his hypoglycemic state. The patient stated he assumed he passed out in his sleep. No bg meter readings were taken during this event. The patient remained at home and did not seek assistance from a higher level of care. The patient was in good condition at the time of report. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss under 1 hour was found in in connection to the reported allegation. The probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.